Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon was inserted in the patient during cardiac arrest and cardiopulmonary resuscitation (CPR). Right after insertion, the console generated a fiber optic sensor failure message. The fluid lumen was available as an alternate arterial source and the patient continued receiving support in the ICU. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Additional reporter name: (B)(6). Additional email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).